Event description:
During follow-up, increased capture threshold was observed on the right ventricular (rv) lead. The physician attempted to reposition the rv lead, but resistance was observed retracting and extending the helix. The event was resolved by explanting and replacing the rv lead. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.